Event description:
Hill-rom rec'd a report from the account stating the nurse call was inoperative. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the pendant and the sidecomm cable inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom tech replaced the pendant and the sidecomm cable to resolve the issue. Based on this information, no further action is required.